Event description:
The facility reported fibers in the eye of one pt on the post-op visit. The pt had to come back to have the fibers removed. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available.